Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4) the device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in a procedure performed on (B)(6) 2021. During the procedure, it was noticed that the bands could not be deployed. It was reported that the pulling loop was cut to remove the ligator cap from the scope. The procedure was completed with another speedband superview super 7 device. There was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: investigation results the returned speedband superview super 7 was analyzed. A visual evaluation noted that the handle assembly and ligator head were returned with the device. It was noted that the trip wire was not secured in the handle assembly and the slack was not removed. The ligator head was returned with five bands that were overlapped and moved out of their original positions. One band was observed broken. The suture and the suture hole were in good condition. Additionally, microscopic examination was performed, and it was found that the ligator head teeth were bent. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other issues with the device were noted. The reported event was confirmed. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle slot, nor did the handle have evidence that the trip wire was previously secured. Additionally, per the device condition, it is most likely that the slack was not removed properly as mentioned in the instructions for use. Failing to follow these steps can cause the trip wire to slip through the handle assembly leading to an inaccurate deployment of bands and more tension on the device. This extra tension can lead to damage of the ligator head teeth and bands. Therefore, the most probable root cause of this event is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. Additional information: b5 (describe event or problem).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in a procedure performed on (B)(6) , 2021. During the procedure, it was noticed that the bands could not be deployed. It was reported that the pulling loop was cut to remove the ligator cap from the scope. The procedure was completed with another speedband superview super 7 device. There was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additional information received on august 16, 2021. It was reported to boston scientific corporation that this speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure.